Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented post system implant. During the device check, high right ventricular pacing lead impedance and high right ventricular capture threshold was noted. The rise was temporary and later measurements were normal. The physician decided to remove the lead pin and re-connect it with the rv portion of the header. Possible connection issue of the pin and the header was suspected. The patient was stable throughout the procedure and did not experience any symptoms.